Manufacturer narrative:
(B)(4). One used space pump IV set, without the original packaging, was received for evaluation. Visual inspection of the universal drip chamber spike revealed the air vent assembly to be missing. The air vent assembly was not returned for evaluation. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. The investigation into this reported event is ongoing. All available information has been forwarded to the device manufacturer of the drip chamber spike. Following the receipt of additional information and/or completion of the investigation, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports when pulling the cap open on the universal drip chamber spike to vent, the hinge pulls out resulting in a leak. Customer has had two chemo spills as a result. The customer opens the air vent cap to prevent alarms on the pump. Opening the vent has prevented alarms, but has created an increase in leakage incidents.